Event description:
The patient stated that she thought her infusion device was not storing her boluses correctly in the history. She stated they were being stored at a higher rate than what she programmed. Upon troubleshooting, it was discovered that the infusion device was set for a .5 bolus increment rathetr than a .2 bolus increment. She stated she assumed it was set at .2 and she had been giving herself too much insulin. She stated that today (12/1/06) she had been feeling "quizzy" and her blood glucose had been around 60 mg/dl. She stated she would eat to raise her blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.